Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, a patient re-used single use supplies. The event occurred during the fill cycle of peritoneal dialysis. The patient stated that they replaced a heater bag with another solution bag. The technical service representative (tsr) reviewed proper procedures with the patient. The tsr assisted them in bypassing to dwell and closing the clamp on the heater bag. The patient was on their fifth dwell and would drain and end of therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, the patient re-used single use supplies after replacing a heater bag with another bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.